Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Upon review of the file, it was noted that the f-code needs to be updated from f1203 to f11.

Event description:
Following the procedure, the patient was unresponsive and a CT scan confirmed a stroke. The cause of the stroke is still unclear. A transesophageal echo (tee) was done prior to the procedure to rule out thrombosis and everything went as expected during the ablation procedure. There were no performance issues with any of the abbott devices.